Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device has not been returned to physio-control. The cause of the reported failure could not be determined. The electrodes used in the reported event were not physio-control defibrillation electrodes and were manufactured by a third party. The electrodes were not available for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
During another device failure investigation, physio-control was made aware that the customer¿s device was not able to detect the patient¿s ECG rhythm through the paddles lead. As a result, defibrillation therapy would not likely be available if needed. The customer responded to a (B)(6) male that was in distress, 911 was called and within a few minutes the patient collapsed. The patient¿s daughter who witnessed the collapse began CPR. Another ems crew arrived first within 7 minutes of the call and attached their AED¿s defibrillation electrodes to the patient. The device was initially able to detect the patient and deliver a defibrillation shock, however, throughout the event the patient detection was intermittent. After the shock CPR was performed and the device analysis resulted in no shock advised. At that time the customer arrived and took over care. The same defibrillation electrodes that was used on the patient was connected to the customer¿s device. The device was not able to detect the patient¿s ECG rhythm, dashed lines were displayed on the monitor. The patient was placed into the customer¿s ambulance and transported to the hospital. No further information about the event or the patient is known. There were no adverse effects reported to have occurred to the patient during this event.